Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a recent switch to a contact/detach infusion set, with blood glucose rising from 259 mg/dl to 316 mg/dl during the call and no back-up therapy or ketone testing used. Symptoms included headache and weakness. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included troubleshooting and education regarding high glucose management, alert settings, and guidance to disconnect from ilet for 90 minutes if a manual injection is given, as well as a recommendation to obtain additional training and to contact the healthcare provider for back-up therapy. Investigation of this case revealed cause unclear for hyperglycemia, with no device alarms reported for prolonged hyperglycemia and no contributory device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.